Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Additional device code that also applies to this complaint: (B)(4).

Event description:
The patient was undergoing a coil embolization procedure in the median sacral vein using pod packing coils (pod pcs), pod coils, and a non-penumbra microcatheter. During the procedure, one pod coil and four pod pcs were implanted into the target location. While advancing the next pod pc, it became stuck in the middle of the microcatheter and, subsequently, the physician inadvertently kinked the pod pc pusher assembly. Upon removal, the pod pc detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient. The procedure was completed using five pod pcs, one pod coil, and two non-penumbra coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the pusher assembly was kinked, the embolization coil was detached, and revealed a fractured pusher assembly. If the pusher assembly forceful advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. If the two fractured segments are separated and the pull wire is retracted out of the ddt, the embolization coil will likely detach from the pusher assembly. The root cause of resistance could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.